Event description:
Customer reportedly received result of 152 mg/dl on advantage system 1 and 546 mg/dl on advantage system 2 within 10 minutes on. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.3, lab: ng; 3.0, ng; (B)(6) 2010, 6.1, 3.2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551186, expiration date 03/31/2011). (B) (6). Will not be returned to manufacturer